Event description:
"Related to (B)(6). (B)(6) 2019: the relay plus device (28-m3 32 095 32 22 90u, lot#181001299) was implanted. (B)(6) 2019: the relay plus device (28-m3 32 095 32 22 90u, lot#181218170) was additionally implanted. (B)(6) 2019: CT scanning confirmed that the endoleak disappeared. False aneurysm: when the patient visited a hospital for follow-up, a false aneurysm was observed around the bare stents of the stent graft (28-m3 32 095 32 22 90u, lot#181218170) which was additionally implanted in (B)(6) 2019. Additional tevar will be performed but the schedule is not decided yet. The patient currently has no subjective symptoms such as pain. Originally, the tevar was performed, since there was possibility of an infected aneurysm. The patient's blood vessels may be rather weak. The physician wondered that the bare stents of the stent graft gave stress to the vessel wall and the false aneurysm was created. The physician thinks that this kind of issue could happen to any devices." Patient outcome: none.

Event description:
"Related to taa-0491. On (B)(6) 2019: the relay plus device (28-m3 32 095 32 22 90u, lot#: 181001299) was implanted. On (B)(6) 2019: the relay plus device (28-m3 32 095 32 22 90u, lot#: 181218170) was additionally implanted. On (B)(6) 2019: CT scanning confirmed that the endoleak disappeared. False aneurysm: when the patient visited a hospital for follow-up, a false aneurysm was observed around the bare stents of the stent graft (28-m3 32 095 32 22 90u, lot#: 181218170) which was additionally implanted on (B)(6) 2019. Additional tevar will be performed but the schedule is not decided yet. The patient currently has no subjective symptoms such as pain. Originally, the tevar was performed, since there was possibility of an infected aneurysm. The patient's blood vessels may be rather weak. The physician wondered that the bare stents of the stent graft gave stress to the vessel wall and the false aneurysm was created. The physician thinks that this kind of issue could happen to any devices." Patient outcome: none.